Event description:
It was reported that this system triggered an alert for low rv intrinsic amplitude, with the amplitude measured at 3.0 mv, which is the threshold for concern. The device was recently implanted and the intrinsic amplitude was also recorded at 3.0 mv immediately post implantation. Since only two days of data have been collected, the situation is being monitored, with no immediate patient impact noted. The egm appears clean, with no evidence of undersensing, oversensing, or noise but the right ventricular (rv) lead impedance is high out of range, with the implant measuring 1900 ohms and the current impedance at 2018 ohms. Technical services (ts) suggests monitoring the situation and possibly adjusting the upper limit for out-of-range (oor) alerts if necessary. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements

Event description:
It was reported that this system triggered an alert for low rv intrinsic amplitude, with the amplitude measured at 3.0 mv, which is the threshold for concern. The device was recently implanted and the intrinsic amplitude was also recorded at 3.0 mv immediately post implantation. Since only two days of data have been collected, the situation is being monitored, with no immediate patient impact noted. The egm appears clean, with no evidence of undersensing, oversensing, or noise but the right ventricular (rv) lead impedance is high out of range, with the implant measuring 1900 ohms and the current impedance at 2018 ohms. Technical services (ts) suggests monitoring the situation and possibly adjusting the upper limit for out-of-range (oor) alerts if necessary. This system remains in service.